Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion and yellow particle inside the device . Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify punctured opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a punctured opening on posterior due to surgical damage like. Non-penetrating nicks. ( stress marks).

Event description:
Healthcare professional reported right side "deflation". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.